Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ('suspicion of adenomyosis / focal adenomyosis') and device dislocation ('essure not in proper position in fallopian tubes / dislocation') in a 36-year-old female patient who had essure (batch no. 20224432) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", medical device monitoring error "essure was inserted in (B)(6) 2013 (expiration date of essure: (B)(6) 2012)" and expired device used "essure was inserted in (B)(6) 2013 (expiration date of essure: (B)(6) 2012)". The patient's medical history included vaginal bleeding on (B)(6) 2012, urinary tract infection in (B)(6) 2012, multigravida, parity 4 (last parity, vaginal delivery on (B)(6) 2012), menarche (she was 12 years old), oligomenorrhoea and dysmenorrhoea. Previously administered products included for urinary tract infection: cefalexina on (B)(6) 2012. Concomitant products included ethinylestradiol;levonorgestrel (nordette) since 2017 and oral contraceptive nos for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("strong colics during insertion"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced abdominal pain lower ("strong colics / pains (cramping) in the lower abdomen"), heavy menstrual bleeding ("prolonged heavy menses"), headache ("intense headache"), pelvic pain ("pain in pelvic region / sensation of perforation in uterus / stabbing pain /chronic pelvic pain"), migraine ("migraine"), insomnia ("insomnia") and hyperhidrosis ("intense sudoresis"). On (B)(6) 2019, the patient experienced generalized joint pain ("high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿)"). On (B)(6) 2020, the patient experienced muscle twitching ("hooked in the legs") and abdominal pain ("pain in the belly when I'm going to sneeze"). On (B)(6) 2020, the patient experienced post procedural pain ("lower abdominal pain after essure removal"). In (B)(6) 2020, the patient was found to have fallopian tube leiomyoma ("fibroid wall of uterine tubes") and experienced cervical dysplasia ("high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿)") and salpingitis ("chronic infammatory uterine tubes"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), procedural haemorrhage ("vaginal bleeding during insertion - lasted for days"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremor"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammations"), joint pain ("joint pain"), mood altered ("constant mood changes"), alopecia ("hair loss"), intra-abdominal fluid collection ("abdominal fluid"), pain ("generalized pain"), vaginal discharge ("vaginal discharge with odor"), nervousness ("nervousness"), anxiety ("anxiety"), irritable bowel syndrome ("irritable colon"), constipation ("constipation"), diarrhoea ("diarrhea"), urinary tract infection ("many episodes of urinary tract infections") and uterine enlargement ("uterine hypertrofy 180 cm3"). The patient was treated with antiinflammatory agents and surgery (total hysterectomy and essure removal). Essure was removed on (B)(6) 2020. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the adenomyosis, post procedural pain, procedural haemorrhage, abdominal pain lower, heavy menstrual bleeding, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, joint pain, mood altered, alopecia, intra-abdominal fluid collection, pain, vaginal discharge, migraine, insomnia, nervousness, anxiety, irritable bowel syndrome, constipation, diarrhoea, hyperhidrosis, urinary tract infection and procedural pain had resolved, the device dislocation had not resolved and the muscle twitching, abdominal pain, uterine enlargement, generalized joint pain, fallopian tube leiomyoma, cervical dysplasia and salpingitis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3105g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, cervical dysplasia, coital bleeding, constipation, device dislocation, diarrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, generalized joint pain, headache, heavy menstrual bleeding, hyperhidrosis, insomnia, intra-abdominal fluid collection, irritable bowel syndrome, loss of libido, migraine, mood altered, muscle twitching, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pregnancy with contraceptive device, procedural haemorrhage, procedural pain, salpingitis, tremor, urinary tract infection, uterine enlargement, uterine inflammation, vaginal discharge, joint pain and post procedural pain to be related to essure. The reporter commented: essure was not in proper position in fallopian tubes, there was an eminent risk of perforation. Essure removal was requested.patient reported total disappearance of symptoms after surgery to remove the essure. The reporter reported the removal of essure due to adenomyosis. On (B)(6) 2021 mammogram showed birads1, same results on (B)(6) 2021 breast ultrasound showed birads1. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2020: pubic pelification of conformation and gynecoid quantity. Trophic vulva, with large and small lips with normal dimensions without changes. Specular examination: showed normal neck. Cytology collected. Vaginal discharge with a characteristic and usual appearance, color and odor. Vaginal touch: cervix with stiff consistency; uterus in anteversoflexion, with regular surface and normal dimensions. Pathology test - on (B)(6) 2020: high-grade squamous intraepithelial lesion of the focal neck (grade 3 cervical intraepithelial neoplasia / carcinoma in situ); associated, multifocal adenocarcinoma in situ; microglandular hyperplasia of the endocervice; focal adenomyosis; basal endometrium with stromal collapse areas; uterine tubes with mild chronic inflammatory infiltrate and fibrosis of the uterine wall; in (B)(6) 2020: high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿); associated, in situ, multifocal adenocarcinoma; microglandular hyperplasia of the endocervice; focal adenomyosis; basal endometrium, with areas of stromal collapse; uterine tubes showing mild chronic inflammatory infiltrate and fibrosis of the wall. Physical examination - in (B)(6) 2020: atypical abdomen flaccid without visceromegaly, painless to superficial and deep palpation, negative blum berg, negative jordan. On vaginal touch: absence of a uterus without pain on bimanual vaginal touch.. Ultrasound scan vagina - on (B)(6) 2020: presence of hyperechogenic image in the adnexal regions bilaterally. Rest of the findings without significant changes, essure normopositioned; on (B)(6) 2020: negative for malignancy.. X-ray - on (B)(6) 2019: essure dislocation; on (B)(6) 2019: intratubal device correctly positioned; on (B)(6) 2020: essure normopositioned. Lot number: 20224432, manufacturing date: 2009-11, and expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: the follow information was updated: new reporter information(lawyer), medical history, historical drug, essure full start and stop dates, other concomitant drugs. New events added: belly ache, twitching of limbs, uterine hypertrophy, post procedural pain, cervical intraepithelial neoplasia iii, generalized joint pain, chronic salpingitis and fallopian tube fibroid. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ('suspicion of adenomyosis / focal adenomyosis') and device dislocation ('essure not in proper position in fallopian tubes / dislocation') in a 35-year-old female patient who had essure (batch no. 20224432) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", medical device monitoring error "essure was inserted in (B)(6) 2013 (expiration date of essure: nov-2012)" and expired device used "essure was inserted in dec-2013 (expiration date of essure:(B)(6) 2012)". The patient's medical history included multigravida, parity 4 and menarche (she was 12 years old). Concomitant products included oral contraceptive nos for contraception. In (B)(6) 2013, the patient had essure inserted. In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced abdominal pain lower ("strong colics / pains (cramping) in the lower abdomen"), menorrhagia ("prolonged heavy menses"), headache ("intense headache"), pelvic pain ("pain in pelvic region / sensation of perforation in uterus / stabbing pain"), migraine ("migraine"), insomnia ("insomnia") and hyperhidrosis ("intense sudoresis"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("strong colics during insertion"), procedural haemorrhage ("vaginal bleeding during insertion - lasted for days"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremor"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammations"), arthralgia ("joint pain"), mood altered ("constant mood changes"), alopecia ("hair loss"), intra-abdominal fluid collection ("abdominal fluid"), pain ("generalized pain"), vaginal discharge ("vaginal discharge with odor"), nervousness ("nervousness"), anxiety ("anxiety"), irritable bowel syndrome ("irritable colon"), constipation ("constipation"), diarrhoea ("diarrhea") and urinary tract infection ("many episodes of urinary tract infections"). The patient was treated with antiinflammatory agents and surgery (total hysterectomy and essure removal). Essure was removed in (B)(6) 2020. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the adenomyosis, procedural pain, procedural haemorrhage, abdominal pain lower, menorrhagia, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, pain, vaginal discharge, migraine, insomnia, nervousness, anxiety, irritable bowel syndrome, constipation, diarrhoea, hyperhidrosis and urinary tract infection had resolved and the device dislocation had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3105g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, coital bleeding, constipation, device dislocation, diarrhoea, dyspareunia, fatigue, headache, hyperhidrosis, insomnia, intra-abdominal fluid collection, irritable bowel syndrome, loss of libido, menorrhagia, migraine, mood altered, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pregnancy with contraceptive device, procedural haemorrhage, procedural pain, tremor, urinary tract infection, uterine inflammation and vaginal discharge to be related to essure. The reporter commented: essure was not in proper position in fallopian tubes, there was an eminent risk of perforation. Essure removal was requested. Patient reported total disappearance of symptoms after surgery to remove the essure. The reporter reported the removal of essure due to adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: cervical carcinoma and focal adenomyosis; uterine tubes had a mild chronic inflammatory infiltrate and fibrosis of the wall, which may have been caused by the insertion of the contraceptive method.; on (B)(6) 2020: high-grade squamous intraepithelial lesion of the focal neck (grade 3 cervical intraepithelial neoplasia / carcinoma in situ); associated, multifocal adenocarcinoma in situ; microglandular hyperplasia of the endocervice; focal adenomyosis; basal endometrium with stromal collapse areas; uterine tubes with mild chronic inflammatory infiltrate and fibrosis of the uterine wall. Physical examination - on an unknown date: atypical abdomen flaccid without visceromegaly, painless to superficial and deep palpation, negative blum berg, negative jordan. On vaginal touch: absence of a uterus without pain on bimanual vaginal touch.. Ultrasound scan vagina - on (B)(6) 2020: presence of hyperechogenic image in the adnexal regions bilaterally. Rest of the findings without significant changes.; on 08-jul-2020: negative for malignancy.. X-ray - on (B)(6) 2019: essure dislocation; on (B)(6) 2019: intratubal device correctly positioned. Lot number: 20224432, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ('suspicion of adenomyosis / focal adenomyosis') and device dislocation ('essure not in proper position in fallopian tubes / dislocation') in a 36-year-old female patient who had essure (batch no. 20224432) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", medical device monitoring error "essure was inserted in (B)(6) 2013 (expiration date of essure: (B)(6) 2012)" and expired device used "essure was inserted in (B)(6) 2013 (expiration date of essure: (B)(6) 2012)". The patient's medical history included vaginal bleeding on (B)(6) 2012, urinary tract infection in (B)(6) 2012, multigravida, parity 4 (last parity, vaginal delivery on (B)(6) 2012), menarche (she was 12 years old), oligomenorrhoea and dysmenorrhoea. Previously administered products included for urinary tract infection: cefalexina on(B)(6) 2012. Concomitant products included ethinylestradiol;levonorgestrel (nordette) since 2017 and oral contraceptive nos for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("strong colics during insertion"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced abdominal pain lower ("strong colics / pains (cramping) in the lower abdomen"), heavy menstrual bleeding ("prolonged heavy menses"), headache ("intense headache"), pelvic pain ("pain in pelvic region / sensation of perforation in uterus / stabbing pain /chronic pelvic pain"), migraine ("migraine"), insomnia ("insomnia") and hyperhidrosis ("intense sudoresis"). On (B)(6) 2019, the patient was found to have cervix carcinoma stage 0 ("high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿)"). On (B)(6) 2020, the patient experienced muscle twitching ("hooked in the legs") and abdominal pain ("pain in the belly when I'm going to sneeze"). On (B)(6) 2020, the patient experienced post procedural pain ("lower abdominal pain after essure removal"). In (B)(6) 2020, the patient was found to have fallopian tube leiomyoma ("fibroid wall of uterine tubes") and experienced cervical dysplasia ("high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿)") and salpingitis ("chronic infammatory uterine tubes"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), procedural haemorrhage ("vaginal bleeding during insertion - lasted for days"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremor"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammations"), arthralgia ("joint pain"), mood altered ("constant mood changes"), alopecia ("hair loss"), intra-abdominal fluid collection ("abdominal fluid"), pain ("generalized pain"), vaginal discharge ("vaginal discharge with odor"), nervousness ("nervousness"), anxiety ("anxiety"), irritable bowel syndrome ("irritable colon"), constipation ("constipation"), diarrhoea ("diarrhea"), urinary tract infection ("many episodes of urinary tract infections") and uterine enlargement ("uterine hypertrofy 180 cm3"). The patient was treated with antiinflammatory agents and surgery (total hysterectomy and essure removal). Essure was removed on (B)(6) 2020. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the adenomyosis, post procedural pain, procedural haemorrhage, abdominal pain lower, heavy menstrual bleeding, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, pain, vaginal discharge, migraine, insomnia, nervousness, anxiety, irritable bowel syndrome, constipation, diarrhoea, hyperhidrosis, urinary tract infection and procedural pain had resolved, the device dislocation had not resolved and the muscle twitching, abdominal pain, uterine enlargement, cervix carcinoma stage 0, fallopian tube leiomyoma, cervical dysplasia and salpingitis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3105g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, cervical dysplasia, cervix carcinoma stage 0, coital bleeding, constipation, device dislocation, diarrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, headache, heavy menstrual bleeding, hyperhidrosis, insomnia, intra-abdominal fluid collection, irritable bowel syndrome, loss of libido, migraine, mood altered, muscle twitching, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pregnancy with contraceptive device, procedural haemorrhage, procedural pain, salpingitis, tremor, urinary tract infection, uterine enlargement, uterine inflammation, vaginal discharge and post procedural pain to be related to essure. The reporter commented: essure was not in proper position in fallopian tubes, there was an eminent risk of perforation. Essure removal was requested.patient reported total disappearance of symptoms after surgery to remove the essure. The reporter reported the removal of essure due to adenomyosis. On (B)(6) 2021 mammogram showed birads1, same results on (B)(6) 2021 breast ultrasound showed birads1. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2020: pubic pelification of conformation and gynecoid quantity. Trophic vulva, with large and small lips with normal dimensions without changes. Specular examination: showed normal neck. Cytology collected. Vaginal discharge with a characteristic and usual appearance, color and odor. Vaginal touch: cervix with stiff consistency; uterus in anteversoflexion, with regular surface and normal dimensions. Pathology test - on (B)(6) 2020: high-grade squamous intraepithelial lesion of the focal neck (grade 3 cervical intraepithelial neoplasia / carcinoma in situ); associated, multifocal adenocarcinoma in situ; microglandular hyperplasia of the endocervice; focal adenomyosis; basal endometrium with stromal collapse areas; uterine tubes with mild chronic inflammatory infiltrate and fibrosis of the uterine wall; in (B)(6) 2020: high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿); associated, in situ, multifocal adenocarcinoma; microglandular hyperplasia of the endocervice; focal adenomyosis; basal endometrium, with areas of stromal collapse; uterine tubes showing mild chronic inflammatory infiltrate and fibrosis of the wall. Physical examination - in (B)(6) 2020: atypical abdomen flaccid without visceromegaly, painless to superficial and deep palpation, negative blum berg, negative jordan. On vaginal touch: absence of a uterus without pain on bimanual vaginal touch.. Ultrasound scan vagina - on (B)(6) 2020: presence of hyperechogenic image in the adnexal regions bilaterally. Rest of the findings without significant changes, essure normopositioned; on (B)(6) 2020: negative for malignancy.. X-ray - on 10-aug-2019: essure dislocation; on 16-oct-2019: intratubal device correctly positioned; on (B)(6) 2020: essure normopositioned. Lot number: 20224432 manufacturing date: 2009-11 expiration date: 2012-11 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ('suspicion of adenomyosis / focal adenomyosis') and device dislocation ('essure not in proper position in fallopian tubes / dislocation') in a 36-year-old female patient who had essure (batch no. 20224432) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", medical device monitoring error "essure was inserted in (B)(6) 2013 (expiration date of essure: nov-2012)" and expired device used "essure was inserted in (B)(6) 2013 (expiration date of essure: nov-2012)". The patient's medical history included vaginal bleeding on (B)(6) 2012, urinary tract infection in (B)(6) 2012, multigravida, parity 4 (last parity, vaginal delivery on (B)(6) 2012), menarche (she was 12 years old), oligomenorrhoea and dysmenorrhoea. Previously administered products included for urinary tract infection: cefalexina on (B)(6) 2012. Concomitant products included ethinylestradiol;levonorgestrel (nordette) since 2017 and oral contraceptive nos for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("strong colics during insertion"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced abdominal pain lower ("strong colics / pains (cramping) in the lower abdomen"), heavy menstrual bleeding ("prolonged heavy menses"), headache ("intense headache"), pelvic pain ("pain in pelvic region / sensation of perforation in uterus / stabbing pain /chronic pelvic pain"), migraine ("migraine"), insomnia ("insomnia") and hyperhidrosis ("intense sudoresis"). On (B)(6) 2019, the patient was found to have cervix carcinoma stage 0 ("high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿)"). On (B)(6) 2020, the patient experienced muscle twitching ("hooked in the legs") and abdominal pain ("pain in the belly when I'm going to sneeze"). On (B)(6) 2020, the patient experienced post procedural pain ("lower abdominal pain after essure removal"). In (B)(6) 2020, the patient was found to have fallopian tube leiomyoma ("fibroid wall of uterine tubes") and experienced cervical dysplasia ("high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿)") and salpingitis ("chronic inflammatory uterine tubes"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), procedural haemorrhage ("vaginal bleeding during insertion - lasted for days"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremor"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammations"), arthralgia ("joint pain"), mood altered ("constant mood changes"), alopecia ("hair loss"), intra-abdominal fluid collection ("abdominal fluid"), pain ("generalized pain"), vaginal discharge ("vaginal discharge with odor"), nervousness ("nervousness"), anxiety ("anxiety"), irritable bowel syndrome ("irritable colon"), constipation ("constipation"), diarrhoea ("diarrhea"), urinary tract infection ("many episodes of urinary tract infections") and uterine enlargement ("uterine hypertrophy 180 cm3"). The patient was treated with antiinflammatory agents and surgery (total hysterectomy and essure removal). Essure was removed on (B)(6) 2020. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the adenomyosis, post procedural pain, procedural haemorrhage, abdominal pain lower, heavy menstrual bleeding, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, pain, vaginal discharge, migraine, insomnia, nervousness, anxiety, irritable bowel syndrome, constipation, diarrhoea, hyperhidrosis, urinary tract infection and procedural pain had resolved, the device dislocation had not resolved and the muscle twitching, abdominal pain, uterine enlargement, cervix carcinoma stage 0, fallopian tube leiomyoma, cervical dysplasia and salpingitis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3105g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, cervical dysplasia, cervix carcinoma stage 0, coital bleeding, constipation, device dislocation, diarrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, headache, heavy menstrual bleeding, hyperhidrosis, insomnia, intra-abdominal fluid collection, irritable bowel syndrome, loss of libido, migraine, mood altered, muscle twitching, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pregnancy with contraceptive device, procedural haemorrhage, procedural pain, salpingitis, tremor, urinary tract infection, uterine enlargement, uterine inflammation, vaginal discharge and post procedural pain to be related to essure. The reporter commented: essure was not in proper position in fallopian tubes, there was an eminent risk of perforation. Essure removal was requested.patient reported total disappearance of symptoms after surgery to remove the essure. The reporter reported the removal of essure due to adenomyosis. On (B)(6) 2021 mammogram showed birads1, same results on (B)(6) 2021 breast ultrasound showed birads1. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2020: pubic pelification of conformation and gynecoid quantity. Trophic vulva, with large and small lips with normal dimensions without changes. Specular examination: showed normal neck. Cytology collected. Vaginal discharge with a characteristic and usual appearance, color and odor. Vaginal touch: cervix with stiff consistency; uterus in anteversoflexion, with regular surface and normal dimensions. Pathology test - on (B)(6) 2020: high-grade squamous intraepithelial lesion of the focal neck (grade 3 cervical intraepithelial neoplasia / carcinoma in situ); associated, multifocal adenocarcinoma in situ; microglandular hyperplasia of the endocervice; focal adenomyosis; basal endometrium with stromal collapse areas; uterine tubes with mild chronic inflammatory infiltrate and fibrosis of the uterine wall; in (B)(6) 2020: high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿); associated, in situ, multifocal adenocarcinoma; microglandular hyperplasia of the endocervice; focal adenomyosis; basal endometrium, with areas of stromal collapse; uterine tubes showing mild chronic inflammatory infiltrate and fibrosis of the wall. Physical examination - in (B)(6) 2020: atypical abdomen flaccid without visceromegaly, painless to superficial and deep palpation, negative blum berg, negative jordan. On vaginal touch: absence of a uterus without pain on bimanual vaginal touch. Ultrasound scan vagina - on (B)(6) 2020: presence of hyperechogenic image in the adnexal regions bilaterally. Rest of the findings without significant changes, essure normopositioned; on (B)(6) 2020: negative for malignancy. X-ray - on (B)(6) 2019: essure dislocation; on (B)(6) 2019: intratubal device correctly positioned; on (B)(6) 2020: essure normopositioned. Lot number: 20224432; manufacturing date: 2009-11; expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: coding correction performed: pt ¿arthralgia¿ was recoded to the medra llt: ¿carcinoma cervix in situ¿. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not in proper position in fallopian tubes / dislocation') in a (B)(6) year-old female patient who had essure (batch no. 20224432) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("strong colics during insertion"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced abdominal pain ("strong colics"), menorrhagia ("prolonged heavy menses"), headache ("intense headache"), pelvic pain ("pain in pelvic region / sensation of perforation in uterus / stabbing pain"), migraine ("migraine"), insomnia ("insomnia") and hyperhidrosis ("intense sudoresis"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), procedural haemorrhage ("vaginal bleeding during insertion - lasted for days"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremor"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammations"), arthralgia ("joint pain"), mood altered ("constant mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid"), pain ("generalized pain"), vaginal discharge ("vaginal discharge with odor"), nervousness ("nervousness"), anxiety ("anxiety"), irritable bowel syndrome ("irritable colon") with constipation and diarrhoea and urinary tract infection ("many episodes of urinary tract infections"). The patient was treated with antiinflammatory agents. Essure treatment was not changed. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, abdominal pain, menorrhagia, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, migraine, insomnia, nervousness, anxiety, irritable bowel syndrome and hyperhidrosis had not resolved and the procedural pain and procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3105g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, coital bleeding, device dislocation, dyspareunia, fatigue, headache, hyperhidrosis, insomnia, intra-abdominal fluid collection, irritable bowel syndrome, loss of libido, menorrhagia, migraine, mood altered, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pregnancy with contraceptive device, procedural haemorrhage, procedural pain, tremor, urinary tract infection, uterine inflammation and vaginal discharge to be related to essure. The reporter commented: essure was not in proper position in fallopian tubes, there was an eminent risk of perforation. Essure removal was requested. Diagnostic results (normal ranges are provided in parenthesis if available): x-rayon (B)(6) 2019: essure dislocation; on (B)(6) 2019: intratubal device correctly positioned. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not in proper position in fallopian tubes / dislocation') in a 35-year-old female patient who had essure (batch no. 20224432) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("strong colics during insertion"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced abdominal pain ("strong colics"), menorrhagia ("prolonged heavy menses"), headache ("intense headache"), pelvic pain ("pain in pelvic region / sensation of perforation in uterus / stabbing pain"), migraine ("migraine"), insomnia ("insomnia") and hyperhidrosis ("intense sudoresis"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), procedural haemorrhage ("vaginal bleeding during insertion - lasted for days"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremor"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammations"), arthralgia ("joint pain"), mood altered ("constant mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid"), pain ("generalized pain"), vaginal discharge ("vaginal discharge with odor"), nervousness ("nervousness"), anxiety ("anxiety"), irritable bowel syndrome ("irritable colon") with constipation and diarrhoea and urinary tract infection ("many episodes of urinary tract infections"). The patient was treated with antiinflammatory agents. Essure treatment was not changed. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, abdominal pain, menorrhagia, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, migraine, insomnia, nervousness, anxiety, irritable bowel syndrome and hyperhidrosis had not resolved and the procedural pain and procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3105g was the reported birth weight. The (B)(6) scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, coital bleeding, device dislocation, dyspareunia, fatigue, headache, hyperhidrosis, insomnia, intra-abdominal fluid collection, irritable bowel syndrome, loss of libido, menorrhagia, migraine, mood altered, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pregnancy with contraceptive device, procedural haemorrhage, procedural pain, tremor, urinary tract infection, uterine inflammation and vaginal discharge to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure was not in proper position in fallopian tubes, there was an eminent risk of perforation. Essure removal was requested. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2019: essure dislocation; on (B)(6) 2019: intratubal device correctly positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ('suspicion of adenomyosis / focal adenomyosis') and device dislocation ('essure not in proper position in fallopian tubes / dislocation') in a 35-year-old female patient who had essure (batch no. 20224432) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: expired device used "essure was inserted in (B)(6) 2012 (expiration date of essure: nov-2012)" on (B)(6) 2012, medical device monitoring error "essure was inserted in (B)(6) 2013 (expiration date of essure: nov-2012)" on (B)(6) 2012, device monitoring procedure not performed "did not have confirmation test following insertion of essure micro-inserts" in 2013 and device ineffective "device ineffective". The patient's medical history included vaginal bleeding on (B)(6) 2012, multi gravida, parity 4 (25, 21, 17, 9 years old, all vaginal delivery, last parity on (B)(6) 2012), menarche (she was 12 years old), oligomenorrhoea, dysmenorrhoea and bleeding menstrual heavy. Previously administered products included for urinary tract infection: cefalexina on (B)(6) 2012. Concurrent conditions included urinary tract infection since (B)(6) 2012 and menstrual migraine (during teenager). Concomitant products included ethinylestradiol;levonorgestrel (nordette) since 2017 and oral contraceptive nos for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("strong colics during insertion / pain in visual analogue scale: 5 (after the essure insertion)"). In (B)(6) 2013, the patient experienced menstrual migraine ("migraine headaches during menses"). On (B)(6) 2016, the patient experienced menstruation delayed ("menstrual delay"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced pelvic pain ("pain in pelvic region / sensation of perforation in uterus / stabbing pain /chronic pelvic pain"), heavy menstrual bleeding ("prolonged heavy menses"), abdominal pain lower ("strong colics / pains (cramping) in the lower abdomen"), headache ("intense headache / cephalea "), migraine ("migraine"), insomnia ("insomnia") and hyperhidrosis ("intense sudoresis"). In 2019, the patient experienced adenomyosis (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient was found to have cervix carcinoma stage 0 ("high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿)"). On (B)(6) 2020, the patient experienced muscle twitching ("hooked in the legs") and abdominal pain ("pain in the belly when I'm going to sneeze"). On (B)(6) 2020, the patient experienced post procedural pain ("lower abdominal pain after essure removal"). In (B)(6) 2020, the patient was found to have fallopian tube leiomyoma ("fibroid wall of uterine tubes") and experienced cervical dysplasia ("high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿)") and salpingitis ("chronic infammatory uterine tubes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremor"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammations"), arthralgia ("joint pain"), mood altered ("constant mood changes"), alopecia ("hair loss"), intra-abdominal fluid collection ("abdominal fluid"), pain ("generalized pain"), vaginal discharge ("vaginal discharge with odor"), nervousness ("nervousness"), anxiety ("anxiety"), irritable bowel syndrome ("irritable colon"), constipation ("constipation"), diarrhoea ("diarrhea"), urinary tract infection ("many episodes of urinary tract infections") and uterine enlargement ("uterine hypertrofy 180 cm3") and experienced procedural haemorrhage ("vaginal bleeding during insertion - lasted for days"), lasting 30 days. The patient was treated with antiinflammatory agents and surgery (essure removal via total hysterectomy plus salpingectomy on (B)(6) 2020 and total hysterectomy and essure removal). Essure was removed on (B)(6) 2020. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the adenomyosis, pelvic pain, heavy menstrual bleeding, procedural pain, procedural haemorrhage, abdominal pain lower, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, pain, vaginal discharge, migraine, insomnia, nervousness, anxiety, irritable bowel syndrome, constipation, diarrhoea, hyperhidrosis, urinary tract infection and post procedural pain had resolved, the device dislocation had not resolved and the muscle twitching, abdominal pain, uterine enlargement, cervix carcinoma stage 0, fallopian tube leiomyoma, cervical dysplasia, salpingitis, menstrual migraine and menstruation delayed outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3105g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, cervical dysplasia, cervix carcinoma stage 0, coital bleeding, constipation, device dislocation, diarrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, headache, heavy menstrual bleeding, hyperhidrosis, insomnia, intra-abdominal fluid collection, irritable bowel syndrome, loss of libido, menstrual migraine, menstruation delayed, mood altered, muscle twitching, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pregnancy with contraceptive device, procedural haemorrhage, procedural pain, salpingitis, tremor, urinary tract infection, uterine enlargement, uterine inflammation, vaginal discharge, migraine and post procedural pain to be related to essure. The reporter commented: essure was not in proper position in fallopian tubes, there was an eminent risk of perforation. Essure removal was requested. The complainant was clear in informing that her health problems started in 2017 after the pregnancy. She also reported total disappearance of symptoms after surgery to remove the essure. The reporter reported the removal of essure due to adenomyosis. On (B)(6) 2021 mammogram showed birads1, same results on (B)(6) 2021 breast ultrasound showed birads1. On (B)(6) 2021 she was attend at homeopathy clinic, use of contraceptive (date not reported) after delivery on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination: in 2019: adenomyosis uterine; on (B)(6) 2020: pubic pelification of conformation and gynecoid quantity. Trophic vulva, with large and small lips with normal dimensions without changes. Specular examination: showed normal neck. Cytology collected. Vaginal discharge with a characteristic and usual appearance, color and odor. Vaginal touch: cervix with stiff consistency; uterus in anteversoflexion, with regular surface and normal dimensions. Heavy metal test - on (B)(6) 2014: nickel 3.13 mcg/l. Human chorionic gonadotropin - on (B)(6) 2016: positive. Pathology test - on (B)(6) 2020: normal cervix; on (B)(6) 2020: high-grade squamous intraepithelial lesion of the focal neck (grade 3 cervical intraepithelial neoplasia / carcinoma in situ); associated, multifocal adenocarcinoma in situ; microglandular hyperplasia of the endocervice; focal adenomyosis; basal endometrium with stromal collapse areas; uterine tubes with mild chronic inflammatory infiltrate and fibrosis of the uterine wall; in (B)(6) 2020: high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿); associated, in situ, multifocal adenocarcinoma; microglandular hyperplasia of the endocervice; focal adenomyosis; basal endometrium, with areas of stromal collapse; uterine tubes showing mild chronic inflammatory infiltrate and fibrosis of the wall. Physical examination - in (B)(6) 2020: atypical abdomen flaccid without visceromegaly, painless to superficial and deep palpation, negative blum berg, negative jordan. On vaginal touch: absence of a uterus without pain on bimanual vaginal touch.. Ultrasound scan vagina - in 2019: adenomyosis uterine; on (B)(6) 2020: bilateral essure normopositioned; on (B)(6) 2020: presence of hyperechogenic image in the adnexal regions bilaterally. Rest of the findings without significant changes, essure normopositioned; on (B)(6) 2020: negative for malignancy.. X-ray - on (B)(6) 2019: essure dislocation; on (B)(6) 2019: intratubal device correctly positioned; on (B)(6) 2020: essure normopositioned. Lot number: 20224432, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ('suspicion of adenomyosis / focal adenomyosis') and device dislocation ('essure not in proper position in fallopian tubes / dislocation') in a 35-year-old female patient who had essure (batch no. 20224432) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: expired device used "essure was inserted in (B)(6) 2012 (expiration date of essure: (B)(6) 2012)" on (B)(6) 2012, medical device monitoring error "essure was inserted in dec-2013 (expiration date of essure: (B)(6) 2012)" on (B)(6) 2012, device monitoring procedure not performed "did not have confirmation test following insertion of essure micro-inserts" in 2013 and device ineffective "device ineffective". The patient's medical history included vaginal bleeding on (B)(6) 2012, multi gravida, parity 4 (25, 21, 17, 9 years old, all vaginal delivery, last parity on (B)(6) 2012), menarche (she was 12 years old), oligomenorrhoea, dysmenorrhoea and bleeding menstrual heavy. Previously administered products included for urinary tract infection: cefalexina on (B)(6) 2012. Concurrent conditions included urinary tract infection since (B)(6) 2012 and menstrual migraine (during teenager). Concomitant products included ethinylestradiol;levonorgestrel (nordette) since 2017 and oral contraceptive nos for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("strong colics during insertion / pain in visual analogue scale: 5 (after the essure insertion)"). In (B)(6) 2013, the patient experienced menstrual migraine ("migraine headaches during menses"). On (B)(6) 2016, the patient experienced menstruation delayed ("menstrual delay"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced pelvic pain ("pain in pelvic region / sensation of perforation in uterus / stabbing pain /chronic pelvic pain"), heavy menstrual bleeding ("prolonged heavy menses"), abdominal pain lower ("strong colics / pains (cramping) in the lower abdomen"), headache ("intense headache / cephalea "), migraine ("migraine"), insomnia ("insomnia") and hyperhidrosis ("intense sudoresis"). In 2019, the patient experienced adenomyosis (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient was found to have cervix carcinoma stage 0 ("high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿)"). On (B)(6) 2020, the patient experienced muscle twitching ("hooked in the legs") and abdominal pain ("pain in the belly when I'm going to sneeze"). On (B)(6) 2020, the patient experienced post procedural pain ("lower abdominal pain after essure removal"). In (B)(6) 2020, the patient was found to have fallopian tube leiomyoma ("fibroid wall of uterine tubes") and experienced cervical dysplasia ("high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿)") and salpingitis ("chronic infammatory uterine tubes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremor"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammations"), arthralgia ("joint pain"), mood altered ("constant mood changes"), alopecia ("hair loss"), intra-abdominal fluid collection ("abdominal fluid"), pain ("generalized pain"), vaginal discharge ("vaginal discharge with odor"), nervousness ("nervousness"), anxiety ("anxiety"), irritable bowel syndrome ("irritable colon"), constipation ("constipation"), diarrhoea ("diarrhea"), urinary tract infection ("many episodes of urinary tract infections") and uterine enlargement ("uterine hypertrofy 180 cm3") and experienced procedural haemorrhage ("vaginal bleeding during insertion - lasted for days"), lasting 30 days. The patient was treated with antiinflammatory agents and surgery (essure removal via total hysterectomy plus salpingectomy on (B)(6) 2020 and total hysterectomy and essure removal). Essure was removed on (B)(6) 2020. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the adenomyosis, pelvic pain, heavy menstrual bleeding, procedural pain, procedural haemorrhage, abdominal pain lower, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, pain, vaginal discharge, migraine, insomnia, nervousness, anxiety, irritable bowel syndrome, constipation, diarrhoea, hyperhidrosis, urinary tract infection and post procedural pain had resolved, the device dislocation had not resolved and the muscle twitching, abdominal pain, uterine enlargement, cervix carcinoma stage 0, fallopian tube leiomyoma, cervical dysplasia, salpingitis, menstrual migraine and menstruation delayed outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3105g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, cervical dysplasia, cervix carcinoma stage 0, coital bleeding, constipation, device dislocation, diarrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, headache, heavy menstrual bleeding, hyperhidrosis, insomnia, intra-abdominal fluid collection, irritable bowel syndrome, loss of libido, menstrual migraine, menstruation delayed, mood altered, muscle twitching, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pregnancy with contraceptive device, procedural haemorrhage, procedural pain, salpingitis, tremor, urinary tract infection, uterine enlargement, uterine inflammation, vaginal discharge, migraine and post procedural pain to be related to essure. The reporter commented: essure was not in proper position in fallopian tubes, there was an eminent risk of perforation. Essure removal was requested. The complainant was clear in informing that her health problems started in 2017 after the pregnancy. She also reported total disappearance of symptoms after surgery to remove the essure. The reporter reported the removal of essure due to adenomyosis. On (B)(6) 2021 mammogram showed birads1, same results on (B)(6) 2021 breast ultrasound showed birads1. On (B)(6) 2021 she was attend at homeopathy clinic, use of contraceptive (date not reported) after delivery on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2019: adenomyosis uterine; on (B)(6) 2020: pubic pelification of conformation and gynecoid quantity. Trophic vulva, with large and small lips with normal dimensions without changes. Specular examination: showed normal neck. Cytology collected. Vaginal discharge with a characteristic and usual appearance, color and odor. Vaginal touch: cervix with stiff consistency; uterus in anteversoflexion, with regular surface and normal dimensions. Heavy metal test - on (B)(6) 2014: nickel 3.13 mcg/l. Human chorionic gonadotropin - on (B)(6) 2016: positive. Pathology test - on (B)(6) 2020: high-grade squamous intraepithelial lesion of the focal neck (grade 3 cervical intraepithelial neoplasia / carcinoma in situ); associated, multifocal adenocarcinoma in situ; microglandular hyperplasia of the endocervice; focal adenomyosis; basal endometrium with stromal collapse areas; uterine tubes with mild chronic inflammatory infiltrate and fibrosis of the uterine wall; in (B)(6) 2020: high-grade squamous intraepithelial lesion of the focal neck (grade iii cervical intraepithelial neoplasia / carcinoma ¿in situ¿); associated, in situ, multifocal adenocarcinoma; microglandular hyperplasia of the endocervice; focal adenomyosis; basal endometrium, with areas of stromal collapse; uterine tubes showing mild chronic inflammatory infiltrate and fibrosis of the wall; on (B)(6) 2020: normal cervix. Physical examination - in (B)(6) 2020: atypical abdomen flaccid without visceromegaly, painless to superficial and deep palpation, negative blum berg, negative jordan. On vaginal touch: absence of a uterus without pain on bimanual vaginal touch.. Ultrasound scan vagina - in 2019: adenomyosis uterine; on (B)(6) 2020: bilateral essure normopositioned; on (B)(6) 2020: presence of hyperechogenic image in the adnexal regions bilaterally. Rest of the findings without significant changes, essure normopositioned; on (B)(6) 2020: negative for malignancy.. X-ray - on (B)(6) 2019: essure dislocation; on (B)(6) 2019: intratubal device correctly positioned; on (B)(6) 2020: essure normopositioned. Lot number: 20224432 manufacturing date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-dec-2021: the follow information were included physician's reporter, medical history, menstrual migraine, menstruation delayed, device monitoring procedure not performed a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ('suspicion of adenomyosis / focal adenomyosis') and device dislocation ('essure not in proper position in fallopian tubes / dislocation') in a 35-year-old female patient who had essure (batch no. 20224432) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was inserted in (B)(6) 2013 (expiration date of essure: (B)(6) 2012)", expired device used "essure was inserted in (B)(6) 2013 (expiration date of essure: (B)(6) 2012)" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and menarche (she was 12 years old). Concomitant products included oral contraceptive nos for contraception. In (B)(6) 2013, the patient had essure inserted. In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced abdominal pain ("strong colics / pains (cramping) in the lower abdomen"), menorrhagia ("prolonged heavy menses"), headache ("intense headache"), pelvic pain ("pain in pelvic region / sensation of perforation in uterus / stabbing pain"), migraine ("migraine"), insomnia ("insomnia") and hyperhidrosis ("intense sudoresis"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("strong colics during insertion"), procedural haemorrhage ("vaginal bleeding during insertion - lasted for days"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremor"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammations"), arthralgia ("joint pain"), mood altered ("constant mood changes"), alopecia ("hair loss"), intra-abdominal fluid collection ("abdominal fluid"), pain ("generalized pain"), vaginal discharge ("vaginal discharge with odor"), nervousness ("nervousness"), anxiety ("anxiety"), irritable bowel syndrome ("irritable colon"), constipation ("constipation"), diarrhoea ("diarrhea") and urinary tract infection ("many episodes of urinary tract infections"). The patient was treated with antiinflammatory agents and surgery (total hysterectomy and essure removal). Essure was removed in august 2020. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the adenomyosis, procedural pain, procedural haemorrhage, abdominal pain, menorrhagia, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, pain, vaginal discharge, migraine, insomnia, nervousness, anxiety, irritable bowel syndrome, constipation, diarrhoea, hyperhidrosis and urinary tract infection had resolved and the device dislocation had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. 3105g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, coital bleeding, constipation, device dislocation, diarrhoea, dyspareunia, fatigue, headache, hyperhidrosis, insomnia, intra-abdominal fluid collection, irritable bowel syndrome, loss of libido, menorrhagia, migraine, mood altered, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pregnancy with contraceptive device, procedural haemorrhage, procedural pain, tremor, urinary tract infection, uterine inflammation and vaginal discharge to be related to essure. The reporter commented: essure was not in proper position in fallopian tubes, there was an eminent risk of perforation. Essure removal was requested. Patient reported total disappearance of symptoms after surgery to remove the essure. The reporter reported the removal of essure due to adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: cervical carcinoma and focal adenomyosis; uterine tubes had a mild chronic inflammatory infiltrate and fibrosis of the wall, which may have been caused by the insertion of the contraceptive method.; on (B)(6) 2020: high-grade squamous intraepithelial lesion of the focal neck (grade 3 cervical intraepithelial neoplasia / carcinoma in situ); associated, multifocal adenocarcinoma in situ; microglandular hyperplasia of the endocervice; focal adenomyosis; basal endometrium with stromal collapse areas; uterine tubes with mild chronic inflammatory infiltrate and fibrosis of the uterine wall. Physical examination - on an unknown date: atypical abdomen flaccid without visceromegaly, painless to superficial and deep palpation, negative blum berg, negative jordan. On vaginal touch: absence of a uterus without pain on bimanual vaginal touch.. Ultrasound scan vagina - on (B)(6) 2020: presence of hyperechogenic image in the adnexal regions bilaterally. Rest of the findings without significant changes.; on (B)(6) 2020: negative for malignancy. X-ray - on (B)(6) 2019: essure dislocation; on (B)(6) 2019: intratubal device correctly positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: the patient´s initials, date of essure insertion and essure removal were updated, new reporter (physician), medical history, new adverse events (expired device used and device monitoring error) and lab datas were received and the outcome for all adverse events was updated to recovered / resolved. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.